Event description:
On (B)(6) 2015 sometime between 4:30 and 6:30 pm, the clinician attached a patient to the ventilator, but did not take the ventilator out of standby. The patient was not ventilated and expired. The customer did not allege any machine malfunction.